Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the degeneration was likely due to patient related factors and the progression of the underlying valvular disease pathology. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 6 years, 6 months due to structural valve degeneration with stenosis and regurgitation. A 20mm transcatheter valve was implanted with satisfactory result and the patient returned to the cvicu postoperatively in stable condition. The patient was discharged home in stable condition on post-operative day four.

Manufacturer narrative:
Reference CAPA-20-00141.